Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The deployment difficulty was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deployment difficulty.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the vessel was dilated with an unspecified 6 mm balloon dilatation catheter and atherectomy was performed. A 6f, 45 cm introducer sheath was used. The vessel diameter was 5.5 mm. The 5.5 x 120 supera self-expanding stent system (sess), was advanced in the patient anatomy, however during deployment the stent only partially deployed. The sess was removed without resistance. A same size supera sess was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.